Event description:
It was reported that the pt fell on his head last week. From then on the pt was no longer able to hear with his device. All external parts were exchanged, but without success. Testing was carried out in the clinic which showed 10 electrode channels with high impedances and the rest of the electrode channels showed values over 10 kohm, indicating that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.